Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for evaluation. Visual examination of the returned swg confirmed two bends and a deformed j-bend. Microscopic examination confirmed both welds appeared spherical and fully formed. The bends in the swg body was measured at 570 mm and 580 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.802 mm which is within specifications of 0.788-0.826mm per swg graphic. The swg was inserted into a lab inventory ars and 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had two bends and a misshaped j-bend. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The swg (spring wire guide) kinked during use.

Manufacturer narrative:
(B)(4).

Event description:
The swg (spring wire guide) kinked during use.